Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and went to the emergency room for treatment; cause of dka was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.